Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vascular intervention when performing vascular suturing, 3 needles of the suture dislodged while closing of deep shots, the needles detach from the swage of the thread. Another suture was used without issue. There was no patient injury.